Event description:
Device 1 of 2 reference MFR report#: 1627487-2014-03691. The patient reported that soon after implant, he experienced heating at this scs ipg pocket site while charging and has not used his scs system since then. A replacement low energy charging system was sent to the patient; however, the device was not used as the patient reports the scs ipg is "dead." Surgical intervention will be taken at a later date to address the issues. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-03691.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-03691. Additional information gathered confirmed the patient did not recharge his ipg as recommended. Troubleshooting to provide resolution was unsuccessful. As a result, the patient's ipg was explanted and replaced (with a different model). Surgical intervention resolved the patient's issue.

Manufacturer narrative:
Results: claims about ¿patient did not recharge¿ was confirmed. As received the ipg did not communicate with a lab patient programmer. Per product labeling, "if a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿ sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Correction numbers: 1627487-07262012-002-r and 1627487-07262012-001-c. These ipg serial numbers were included in field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.